Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. The customer had symptoms such as not feeling well in general. The customer was treated with needles. Customer's blood glucose value was 478 mg/dl at time of incident. Customer's current blood glucose value was 468 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports drive support cap was appears normal (slightly indented). Customer reports insulin exited at the qr. Customer declined to check for possible site/insulin issues. The product was not returned for analysis.